Manufacturer narrative:
Complete information for patient identifier: sid: (B)(6). There was no additional patient information provided by the customer due to privacy issues. During the requested site visit, the field service engineer (fse) inspected the analyzer and observed leaking from probe 1 allowing water to overflow onto the cuvette segments. The tubing, peristaltic head (rohs) (7-35009685-02) was replaced resolving the issue. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations, and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect c16000 system service and support manual, provides removal and replacement procedures for the tubing, peristaltic head. A service history review of the architect c16000, serial number (B)(4) revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The current product monitoring review of the architect platform found no systemic issues or trends for the issue associated with this ticket. A review of historical data for the part associated with this complaint revealed no trend, systemic issues, or nonconformance's. Based on the investigation, no systemic issue or deficiency of the architect c16000, serial number (B)(4), or the tubing, peristaltic head was identified.

Event description:
The customer reported falsely elevated creatinine result on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid: (B)(6). Initial = 31mg/l (3.1mg/dl) / retest = 6.91 (0.691) and 6.79mg/l (0.679) (normal range 5-10mg/l (0.5-1.0mg/dl)). There was no reported impact to patient management.